Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408740. Model: sc-2408-74. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that patients spinal cord stimulator lead had impedances. It was noted that patient was not able to get enough pain relief. The patient underwent an explant procedure where all devices were removed and will not be return as it was discarded at the facility.